Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that the patient details were not crossing over on a station. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over. The technical support specialist (tss) dialed into the application server and confirmed there were no delayed or delay-flagged messages, with messages crossing over in real time as verified in ext.receivedmessage. In pes, all adt-type patient profiles appeared as discharged, while remaining profiles were temporary. The device configuration was verified as correct under the crmc facility (acute / med surge, unit da, room 001). External data queries confirmed matching admit timestamps (23/03/2026 06:09 am cst) and no encounterid conflicts. The patient could not be located in es, so the case was escalated to the interface team (iest) for further review to validate interface traversal. The customer was ultimately able to resolve the issue on their end. The system functioned as intended after the customer resolved the issue.